Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via manufacturer representative that the surgeon was performing papilloma removal when the skimmer blade tip shook or wobbled. The tip punctured the endotracheal tube (et). The procedure was paused, patient re-intubated with a new et tube and re-draped. During the procedure. There was no patient or staff impact for the short delay.

Manufacturer narrative:
Visually, the inner and outer tubes were bent which would have resulted in the reported event. When the inner assembly was spun by the hub, it would not turn the tip. There was no damage to the tip. The blade was destructively disassembled for additional analysis. It was determined that the inner spiral wrap broke and was twisted in on itself in a clockwise direction at the approximate center of the outer tube proximal radius. The spiral wrap damage is an indication of irregular torsional loads. The breakage would have been contained by the outer tube assembly and handpiece. The rotating hub locking area showed deformation consistent with excess pressure applied to the blade while in the handpiece. There was no allegation of a defect prior to loading the blade into to the handpiece. There was no evidence of improper manufacturing and therefore has been ruled out as a likely cause. A review of the global complaint data showed no other complaints for this lot number. The information most likely indicates the defect occurred as a result of excess pressure to the blade while in use which caused the bend in the tubes and eventual breakage of the spiral wrap. Improper speed contrary to the labeled indications cannot be ruled out as a contributing cause which may cause the observed twisting of the spiral wrap. This device has a maximum recommended speed of 500 rpm in oscillate mode. If information is provided in the future, a supplemental report will be issued.